Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted surgical aortic valve (sav) (manufacturer unknown), access was achieved by cut-down, via the subclavian artery. Intra-operative bleeding was reported. The location of the bleeding was not reported. The cause of the severe bleeding is unknown. Six units of red blood cells were transfused. Hemostasis was performed surgically. Following the valve implant procedure, a head magnetic resonance imaging (MRI) was performed as the patient did not awake post operatively. A left cerebellar infarction was observed. Eight days following the valve implant procedure, advanced atrio-ventricular (av) block was observed on an electrocardiogram (ECG) monitor. Ventricular arrest was observed for approximately 3 seconds. A permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that percutaneous cardiopulmonary support (pcps) was initiated during the initial valve implant procedure due to hypotension. The procedure was completed following removal of pcps.